Manufacturer narrative:
Exemption number e2015055. Approx 1 device was received for evaluation; 1 event was confirmed during testing. The device was found to be affected by chipped paint. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device had chipped paint. There was no patient involvement; no patient impact.